Manufacturer narrative:
No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, patient data or further event details. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of a damaged device: warning: rapid fill rates will generate high pressure which can damage the orbera¿ system valve or cause premature detachment. A balloon with a leaking valve must be removed immediately. A deflated balloon can results in a bowel obstruction, which can result in death. Bowel obstructions have occurred as a result of unrecognized or untreated balloon deflation.

Event description:
Healthcare professional reported "valve disengaged during balloon implantation process." Device was explanted without replacement.